Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. No additional information was provided as the event occurred in the past. There was no reported impact to customer's blood glucose.